Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing noise. The patient experienced muscle stimulation. The patient was hospitalized and during troubleshooting noise was able to be reproduced with touching the pocket and the xiphoid incision. Automatic setup was rerun, and alternate vector was the only viable sensing vector. The sensing vector and the programming zone was reprogrammed. Technical services (ts) was contacted and reviewed the stored information. Upon review, ts noted the device has stored four episodes with similar sensing issues. Ts observed in all these episodes the baseline became noise and eventually was oversensed. When oversensing occurred sustained enough to trigger fast profile usage it increased calculated rate to tachy zones. Ts noted in total there were two inappropriate shocks, one atrial fibrillation (af) episode and one untreated episode. The previous inappropriate shock occurred one year earlier. Ts discussed troubleshooting options and noted that the current sensing vector appears to have a good amplitude and r to t ratio. An x-ray was taken and sent to ts for review. Upon review ts noted that the most recent x-ray shows the electrode may be slightly more superior and the tip orientation appears to be different. The x-ray also appeared to indicate the s-ICD may be more diagonal at implant, however ts noted that the patient's arm location during x-ray may be a factor. Ts noted that the clinician would need to assess the x-ray. Ts also indicated that the current sensing vector has good r to t wave ration and there is no noise noted. The field representative indicated this information would be relayed to the clinic and the patient would be seen for a follow-up visit. The s-ICD and electrode remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing noise. The patient experienced muscle stimulation. The patient was hospitalized and during troubleshooting noise was able to be reproduced with touching the pocket and the xiphoid incision. Automatic setup was rerun, and alternate vector was the only viable sensing vector. The sensing vector and the programming zone was reprogrammed. Technical services (ts) was contacted and reviewed the stored information. Upon review, ts noted the device has stored four episodes with similar sensing issues. Ts observed in all these episodes the baseline became noise and eventually was oversensed. When oversensing occurred sustained enough to trigger fast profile usage it increased calculated rate to tachy zones. Ts noted in total there were two inappropriate shocks, one atrial fibrillation (af) episode and one untreated episode. The previous inappropriate shock occurred one year earlier. Ts discussed troubleshooting options and noted that the current sensing vector appears to have a good amplitude and r to t ratio. An x-ray was taken and sent to ts for review. Upon review ts noted that the most recent x-ray shows the electrode may be slightly more superior and the tip orientation appears to be different. The x-ray also appeared to indicate the s-ICD may be more diagonal at implant, however ts noted that the patient's arm location during x-ray may be a factor. Ts noted that the clinician would need to assess the x-ray. Ts also indicated that the current sensing vector has good r to t wave ration and there is no noise noted. The field representative indicated this information would be relayed to the clinic and the patient would be seen for a follow-up visit. The s-ICD and electrode remains in service. Additional information was received that the patient had moved a lot during the x-rays, so the picture was distorted. The cause of the noise was unable to be determined. The sensing vector was reprogrammed, and the gain was increased, which saw no noise. Therapy zone and detection times were extended. The s-ICD remains in service and no adverse effects were reported.